Event description:
Date of event not reported. Customer reported the following incident to baxa technical support: customer called to report that they had a choking incident when a tip cap from a baxa oral liquid dispenser was left in a pediatric bed and the pt got a hold of it and swallowed it. He stated that they had to perform the heimlich maneuver on the pt, and that the pt recovered fully.

Manufacturer narrative:
Customer reported that a baxa oral dispenser tip cap was left in a pediatric pt's bed and the pt swallowed and choked on the tip cap. Product insert/ instructions for use provided with this product currently state, "caution: keep tip caps out of the reach of children." Baxa has initiated a formal CAPA to add the following verbiage to the product insert/ ifus: "caution: tip caps are a choking hazard. Keep tip caps out of the reach of children."